Event description:
It was reported that there was leakage from reservoir cover of the device. No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review was conducted, which indicated that all inspections were completed, and no issues were noted during manufacture. A product sample was received for evaluation. Visual inspection was performed. The enclosure and tank cover were cracked. The front cover, line cord, and block assembly were found to be physically damaged. The reported issue of leakage from reservoir cover was duplicated. All the damaged parts were replaced to resolve the reported issue. The technician performed the preventive maintenance (pm). The device passed all the functional testing. The technician found out that overtightening of the screws securing the tank cover to the enclosure caused it to crack. The root cause of the reported issue was determined to be related to the customer's impact to the device. UDI is unknown. No product information has been provided to date. This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4).